Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported that the pediatric patient experienced inaccurate cgm values. The reporter did not remember all the details from the event but stated that the day of the event the cgm reading was low. The parent noted that the patient was tired and when a fingerstick was taken the cgm reading was low, and the blood glucose reading was 700 mg/dl. According to the parent the patient experienced diabetic ketoacidosis and was brought to the ICU where they received intravenous insulin. The patient was monitored and was discharged the day after the event, and the ketones were not elevated anymore at that time. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.